Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps had a tip loose with a possible cable frayed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument was found with a loose tip that was wiggling but still attached to the shaft. There were no fragments detached, no broken cables, and no reports of tissue damage from a frayed cable. The instrument did not collide with any other tools during the procedure. A backup instrument was used to complete the procedure. No photographic images or video recordings are available for review, but the instrument had been shipped out for evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.